Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually rising impedance and the right atrial (ra) lead exhibited frequent under-sensing causing premature termination of atrial tachycardia / atrial fibrillation (af) episode. Both leads remain in use. No patient complications have been reported as a result of this event.